Event description:
Nurse states an error code "connect to external power source." She states they have always only used batteries and have never had the ac adapter. She also states that on (B)(6) she had to complete infusion by gravity as curlin6000 pump was not working. Pump serial number not provided by nurse (pt has 2 pumps). No reports of adverse effects due to pt being infused via gravity instead of via pump. Pump return box will be sent to pick up malfunctioning pump, but pt still have 1 pump on hand, so no replacement pump should be needed at this time. Unsure why pt was not infused with other pump on hand when error message appeared. Reported to cvs/caremark by health professional. Dose or amount: 1450mg, frequency: every 2 weeks, route: IV. Dates of use: from (B)(6) 2013 to current. Diagnosis or reason for use: e74.02 pompe disease.